Manufacturer narrative:
Other aorfix devices used in the procedure: plug-in leg information: model no. Sg-hbl-90-12, lot no. Cl64290-1, manufacture date. 22 june 2015, expiry date. 21 june 2017. A full review of the device history record for these devices has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no information to suggest that the devices have not met the final release criteria. A re-intervention was performed, a fem-fem bypass was carried out. No further issues reported.

Event description:
Evar was performed on (B)(6) 2016. Date event occurred has been supplied as the 4th week of (B)(6) 2016 (no specific date has been given). Limb occlusion (occurred post procedure) / re-intervention the physician performed the procedure following the IFU and finished it without issues. Sg-hbb was implanted in the abdominal aorta by the right common iliac artery approaching. Sg-hbl-90-14 was placed in the contra-lateral leg. Sg-hbl-90-12 was implanted in the right common iliac artery toward the right external iliac artery. After the procedure, the physician talked with the patient over the telephone and knew that he had claudication. The CT revealed that some thrombotic occlusion existed from the right common iliac artery to the external iliac artery. Re-intervention: in the week of (B)(6) 2016, the patient will visit the hospital and the physician is planning to perform fem-fem bypass for him. Lombard medical representative has advised that a 12mm diameter stent graft was used in an external iliac artery with diameter of 8mm.